Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the proximal transition zone to the distal markerband and it measured 5cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located inside a graft. A 6.0mm x 40mm, 40cm mustang¿ balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 10 atmospheres. However, the balloon ruptured at 10 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located inside a graft. A 6.0mm x 40mm, 40cm mustang balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 10 atmospheres. However, the balloon ruptured at 10 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good